Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.50/2.0/088 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault. On (B)(6) 2024 the lens was exchanged for a shorter length lens and the problem resolved.